Event description:
Synovitis. Joint effusion of right knee [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt, initials unk, with grade 04 osteoarthritis with (moderate prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in the right knee, dosage regiment not provided. The lot number of synvisc was not provided. On an unspecified date, the pt rec'd second synvisc injection. On (B)(6) 2002, the pt received third synvisc injection. On (B)(6) 2002, the pt experienced synovitis. On an unspecified date, the pt experienced joint effusion in right knee and underwent arthrocentesis in right knee (amount of fluid was aspirated was unk). On an unspecified date, the pt rec'd treatment with xylocaine (lidocaine) at a dose of 01 cc and intra-articular betamethasone at a dose of 1.3 cc for synovitis and joint effusion of right knee. As of (B)(6) 2003, the pt still continued to experienced synovitis. On an unspecified date in 2003, the pt again underwent arthrocentesis and 37 cc of slight turbid and yellow fluid was aspirated from the right knee. On an unspecified date in 2003, the pt rec'd treatment with xylocaine (lidocaine) at a dose of 01 cc and intra-articular betamethasone at a dose of 1.3 cc for synovitis and joint effusion of right knee. The pt had not yet recovered from the event of synovitis. The outcome for the events of joint effusion of the right knee was not provided. Concomitant medications were not provided. The intensity for the events of synovitis was assessed as moderate and joint effusion in right knee was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of joint effusion in the right knee was not provided. Follow up info was rec'd on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided: therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk relationship of the product is not affected by this report.